Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found tubing disconnected from the aspiration pump; the fse replaced the tubing to resolve the leak. The fse confirmed the low hgb recovery; to resolve the issue, the fse and cleaned and realigned the blood sampling valve (bsv). (B)(4).

Event description:
The customer reported a coulter lh 780 hematology analyzer generated low hemoglobin (hgb) results for control samples. Upon further investigation, the customer found a leak. The volume of the leak was approximately 2 ml and was contained within the instrument. The instrument operator was wearing gloves and a lab coat when the leak was found. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.